Event description:
Central line initially placed cracked hub 1998 and 1981 line repaired. Cracked hub 9/1999 and line repaired. Cracked hub 2001 and line repaired. Central line will have to be replaced next time there is a need for repair.